Event description:
In 2001 pt underwent left total knee replacement using nexgen lps-flex mobile. During event date month pt continued to have problems with subluxation. On event date pt had revision surgery, 9mm height surface removed and replaced with 20mm height surface.